Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not log in. A technical support specialist (tss) found no logs for the user and made multiple attempts to the reporter to verify the username, upon verification of the username from the reporter tss reported back that there was no entry found for this user. The reporter indicated the end user was per diem and had not returned to the site. The ticket was left open and tss continued to reach out, the case was closed after the reporter verified to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user could not log in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.